Event description:
It was reported that an ilet pump¿s screen was accidentally cracked, resulting in the upper portion of the display being unreadable while blood glucose management was unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status, no hospitalization, and continued glucose monitoring via a dexcom g7 app or receiver. Investigation included device history review, complaint assessment, and user education on shutting down the device and returning it. Investigation of this case revealed physical damage to the display consistent with accidental user-induced damage, with no malfunction of internal therapy functions identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.